Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs from console confirm that the placement signal not reliable alarm was issued. The console was investigated in the lab. The front optical connector was found to be clean. A known good pump and purge line was run with the console for more than an hour with no observable abnormality. The root cause for the oscillating contrast could not be determined due to not being to reproduce the issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the console experienced signal not reliable alarm. The audio was disabled. No patient harm was reported.